Manufacturer narrative:
Upon further investigation it was found that the incorrect product code ((B)(4)) was inadvertently entered into the initial medwatch report. The correct product code and catalog number were updated to reflect the correct information. The manufacturer location was documented as (B)(4) in the initial report. The location has been updated to (B)(4). Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. The previous report stated the date of manufacture (dom) was feb. 5, 2014. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the small battery drive device has no function was confirmed. An assessment was performed and found that the motor had seized, was jammed, and heavy moving. It was further noted that the motor was blocked. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the small battery drive device had no function. The reporter stated that the device motor was defective. It was not reported if the device was used in surgery, or if there was patient involvement. There were no delays to a scheduled surgical procedure. A spare device was not available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.